Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. If additional repair information is provided by the customer, we will provide accordingly.

Event description:
The customer reported that while attempting to start support on a patient in cath lab the intra-aortic balloon pump (iabp) would not auto fill or calibrate. Swapped the consoles with another iabp. No patient injury or harm reported. No adverse event reported.

Event description:
The customer reported that while attempting to start support on a patient in cath lab the intra-aortic balloon pump (iabp) would not auto fill or calibrate. Swapped the consoles with another iabp. No patient injury or harm reported. No adverse event reported.